Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed. A leak test was performed with under water pressure testing. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. An integrity of seal test was performed with no issues noted. The interior diameter of the patient connector was measured with the measurement being noted out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation but has not yet been received. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a minicap extend life transfer set with twist clamp would not connect well with a titanium adapter (baxter product). There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). Microscopic examination was performed in addition to visual inspection. An out of specification interior diameter of the patient connector would result in the reported condition; therefore, the reported condition was verified. The cause of the out of specification component was determined to be a manufacturing issue. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.